Event description:
Kidney biopsy "easy core" malfunction. The 1st device operated correct one time. The 2nd time while device inside of pt did not operate. The 2nd device never worked and 3rd device did work.